Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Approximately two weeks after spaceoar placement, the patient experienced pain, discomfort, and could not have a bowel movement. The physician performed a digital exam, but the patient was too tender to complete it. Magnetic resonance imaging (MRI) was performed and it shows a pinhole where the gel went through the rectum into the lumen and stuck to the rectal wall. The patient was treated with sulfasalazine (orally). The physician looked at the images and there was perforation of the rectal wall near the rectal hump/apex where the gel was protruding into the lumen of the rectum or was just under the mucosa, but it appeared circumferential and to project upward towards the midgland and base within the rectum. The patient continued to have pain with bowel movements. The patient was treated with stool softeners. The patient had already received 8 out of 28 treatments and was advised to wait for 6 months to complete the radiation.

Manufacturer narrative:
Additional information received on june 15, 2022. Block b5: incident narrative. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Clinical code e 9205 captures the reportable event of pain. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Approximately two weeks after spaceoar placement, the patient experienced pain, discomfort, and could not have a bowel movement. The physician performed a digital exam, but the patient was too tender to complete it. Magnetic resonance imaging (MRI) was performed and it shows a pinhole where the gel went through the rectum into the lumen and stuck to the rectal wall. The patient was treated with sulfasalazine (orally). The physician looked at the images and there was perforation of the rectal wall near the rectal hump/apex where the gel was protruding into the lumen of the rectum or was just under the mucosa, but it appeared circumferential and to project upward towards the midgland and base within the rectum. The patient continued to have pain with bowel movements. The patient was treated with stool softeners. The patient had already received 8 out of 28 treatments and was advised to wait for 6 months to complete the radiation. Additional information received on june 15, 2022: the patient was on anti-inflammatories, steroids and was sent for a colonoscopy preparation. During the colonoscopy preparation the patient felt the gel pass out of him and the pain went away entirely. The endoscopy showed the patient had a healthy mucosa except for a pinpoint hole that appeared to be the source of the gel passing through. The doctor recommended either a surgical repair or waiting for the hole to heal on its own.